Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No causes or potential causes to the customer's reported problem were found during the device history report (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. Tamper seals were removed/broken. The right plunger case was cracked. There was a motor rate error in the event history log. Customer's stated problem was verified during occlusion tests. The root cause of the reported issue was found to be worm coupling and gear. The technician replaced worm coupling and gear.

Event description:
It was reported that the motor error occurred. No patient injury was reported.